Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement on (B)(6) 2017 the lead was capped and replaced due to loss of capture and sensing. The procedure was completed successfully without adverse consequence to the patient. The patient was noted to be in stable condition following the procedure.